Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a routine heart transplant. Evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The distal portion of the pump cable (including the inline connector) was returned, measuring approximately 18¿. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip was returned properly seated over the outflow graft hardware, and the apical cuff was returned with the cuff lock engaged. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 lvas patient handbook, rev. C are currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook also contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted on (B)(6) 2025.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The transplant was considered routine. There we no reports of pump drive problems.

Manufacturer narrative:
D9: date returned to manufacturer; corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.